Manufacturer narrative:
The complaint number corresponding to this medwatch is cmp-(B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Concomitant medical products - apr screwless shell 4311-00-055, lot 1188294. Apr insert 4335-28-055, lot 1177587. Ball head nh 7210-28-400, lot 1188307. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03808, 0001822565-2017-03811, 0001822565-2017-03687.

Event description:
It was reported by the patient's legal counsel that the patient's left hip was revised approximately eight years post-implantation due to osteolytic lesions. A portion of the patient¿s revision operative report was received, which indicated excision of a pseudocapsule, the presence of osteolytic lesions on the femur and periacetabular region and wear of the polyethylene liner. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional/corrected information. Prior MDR reported an explant date. Device was not explanted reported event was confirmed by review of operative notes which indicated osteolytic lesions were found along the posteromedial femur as well as along the lateral corner of the trochanter. The liner had significant wear. The periacetabular region was found also to be significantly involved with osteolysis. These lesions were grafted with bone source bone graft. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.